Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for hospitalization. Blood glucose value was unknown. Customer reported that he is in the hospital and his health care professional wants him to make some changes to his settings. Customer assisted with changing the carb ratio. The insulin pump will not be returned for analysis.